Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ right and left side of abdomen"), device expulsion ("migration of essure implant into uterine body") and embedded device ("second coil lies within the uterine body and may be within the myometrium") in a 32-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, cesarean section, pelvic adhesions and scar. Concurrent conditions included pain and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) , the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with ibuprofen, hydrocodone, tramadol, surgery (underwent partial hysterectomy with unilateral left salpingectomy,right essure remove) and surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had not resolved, the device expulsion and embedded device outcome was unknown and the menstrual disorder, dysmenorrhoea, menorrhagia, vaginal discharge, back pain, dyspareunia, migraine and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient has been left with abdominal deformity and severe large scarring. Beginning sometime in mid-(B)(6) , patient sought medical treatment regarding the aforementioned symptoms. Multiparity desiring permanent sterilization now s/p left salpingectomy at time of cesarean section and right essure placement. Hysteroscopy with right essure placement. 4 leading coils were noted at the right tubal ostia. Diagnostic results: on (B)(6) 2017: transabdominal ultrasound. Impression: myomatous uterus with a fundal fibroid measuring up to 3.6 cm. Metallic coils noted in the uterus. One of which extends into the proximal left fallopian tube. A second coil lies within the uterine body and may be within the myometrium. Recommend ob/gyn consultation for further evaluation. Normal bilateral ovaries. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, device expulsion, abdominal pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 11-jul-2018: mr received: new reporter, historical condition and essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ right and left side of abdomen"), device expulsion ("migration of essure implant into uterine body/ coil migration") and embedded device ("second coil lies within the uterine body and may be within the myometrium") in a 32-year-old female patient who had essure (batch no. B76528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, multiple cesarean sections, pelvic adhesions and scar. Concurrent conditions included pain and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), headache ("migraine/ headaches") and migraine ("migraine /headaches"). On (B)(6) 2017, 2 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge") and back pain ("severe back pain"). The patient was treated with ibuprofen, hydrocodone, tramadol, surgery (underwent partial hysterectomy with unilateral left salpingectomy,right essure remove) and surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had not resolved, the device expulsion, embedded device and pelvic pain outcome was unknown and the menstrual disorder, dysmenorrhoea, menorrhagia, vaginal discharge, back pain, dyspareunia, headache, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient has been left with abdominal deformity and severe large scarring. Beginning sometime in mid-2016, patient sought medical treatment regarding the aforementioned symptoms. Multiparity desiring permanent sterilization now s/p left salpingectomy at time of cesarean section and right essure placement.hysteroscopy with right essure placement. 4 leading coils were noted at the right tubal ostia. Diagnostic results: on (B)(6) 2017: transabdominal ultrasound impression: 1. Myomatous uterus with a fundal fibroid measuring up to 3.6 cm. 2. Metallic coils noted in the uterus. One of which extends into the proximal left fallopian tube. A second coil lies within the uterine body and may be within the myometrium. Recommend ob/gyn consultation for further evaluation. 3. Normal bilateral ovaries. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, device expulsion, abdominal pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Event pain added . Events onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("second coil lies within the uterine body and may be within the myometrium"), device expulsion ("migration of essure implant into uterine body/ coil migration") and abdominal pain ("severe abdominal pain/ right and left side of abdomen") in a 32-year-old female patient who had essure (batch no. B76528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, multiple cesarean sections, pelvic adhesions and scar. Concurrent conditions included pain and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), headache ("migraine/ headaches") and migraine ("migraine /headaches"). On (B)(6) 2017, 2 years 1 month after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge") and back pain ("severe back pain"). The patient was treated with ibuprofen, hydrocodone, tramadol, surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy) and surgery (underwent partial hysterectomy with unilateral left salpingectomy,right essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown, the abdominal pain had not resolved and the menstrual disorder, dysmenorrhoea, menorrhagia, vaginal discharge, back pain, dyspareunia, headache, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient has been left with abdominal deformity and severe large scarring. Beginning sometime in mid-2016, patient sought medical treatment regarding the aforementioned symptoms. Multiparity desiring permanent sterilization now s/p left salpingectomy at time of cesarean section and right essure placement.hysteroscopy with right essure placement. 4 leading coils were noted at the right tubal ostia. Diagnostic results: on (B)(6) 2017: transabdominal ultrasound impression: 1. Myomatous uterus with a fundal fibroid measuring up to 3.6 cm. 2. Metallic coils noted in the uterus. One of which extends into the proximal left fallopian tube. A second coil lies within the uterine body and may be within the myometrium. Recommend ob/gyn consultation for further evaluation. 3. Normal bilateral ovaries. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, device expulsion, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ right and left side of abdomen"), device expulsion ("migration of essure implant into uterine body") and embedded device ("second coil lies within the uterine body and may be within the myometrium") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On(B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with ibuprofen, hydrocodone, tramadol, surgery (underwent partial hysterectomy with unilateral right salpingectomy,left essure remove) and surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had not resolved, the device expulsion and embedded device outcome was unknown and the menstrual disorder, dysmenorrhoea, menorrhagia, vaginal discharge, back pain, dyspareunia, migraine and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient has been left with abdominal deformity and severe large scarring. Beginning sometime in mid-2016, patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results: on (B)(6) 2017: transabdominal ultrasound impression: 1. Myomatous uterus with a fundal fibroid measuring up to 3.6 cm. 2. Metallic coils noted in the uterus. One of which extends into the proximal left fallopian tube. A second coil lies within the uterine body and may be within the myometrium. Recommend ob/gyn consultation for further evaluation. 3. Normal bilateral ovaries. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device, device expulsion, abdominal pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events per pfs: vaginal haemorrhage, device expulsion were added. New event per mr: embedded device. Reporter, patient demographic information, all other relevant history updated. Concomitant, treatment products added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (underwent partial hysterectomy with unilateral right salpingectomy,left essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, vaginal discharge, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: patient has been left with abdominal deformity and severe large scarring. Beginning sometime in mid-2016, patient sought medical treatment regarding the aforementioned symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.